Event description:
It was reported that during a da vinci-assisted malignant hysterectomy and salpingo-oophorectomy surgical procedure, the jaws of the force bipolar instrument were observed to be offset. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the force bipolar instrument was observed to have bent/misaligned tips. The jaws of the instrument were not stuck on tissue when the issue was identified and there was no adverse effect to the grasped tissue, unexpected tissue removal, or bleeding. A back-up da vinci instrument was utilized to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0205" offset at the tips. The grips did not show cracking damage, however, components adjacent to the bent grip did show damage. Additional finding unrelated to the reported complaint states that the instrument had thermal damage on the molded insulator at the distal end. The thermal damage was observed on the molded insulator during visual inspection. The complaint was confirmed by failure analysis.